Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. This patient has a concomitant non-boston scientific pacemaker. Technical services (ts) discussed troubleshooting options with the field representative. It was noted this patient is also on dialysis. This electrode remains in service. No adverse patient effects were reported.